Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the line of a homechoice cassette disconnected from the supply bag, leading to a leak. This occurred during dwell one of three of peritoneal dialysis therapy. The technical services representative assisted the patient in ending therapy and advised the patient to restart therapy using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.